Manufacturer narrative:
The associated user facility report number is (B)(4). Results: the neuron 070 was kinked, ovalized, and stretched in multiple locations along the shaft. The neuron 070 was fractured approximately 62.0 cm from the hub. The distal section of the catheter was not returned for evaluation. Some of the coil wind from the neuron 070 was missing near the distal end of the proximal segment. Some of this damage may have been due to return packaging conditions, as the neuron was folded to fit inside the return packaging. Conclusion: the complaint has been evaluated. The initial complaint indicated that during the procedure a neuron 070 became stuck inside a non-penumbra introducer. Evaluation of the returned device revealed multiple kinks, ovalizations, stretch deformations, a fracture, and missing coil. Due to the damage sustained by the catheter during return, and since the non-penumbra introducer was not returned for evaluation, the root cause of this complaint could not be determined. Penumbra catheters are 100% visually inspected during in-process evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter 070 (neuron 070). While removing the neuron 070 over a guidewire, it became stuck and fractured. The physician removed both the neuron 070 and guidewire and the procedure continued. There was no report of an adverse effect on the patient.